Manufacturer narrative:
Customer assistance center rec'd a call from customer complaining that they are having display issue. Biomed tech states that one of their machines has a screen that goes blank but then reappears. The timing of the occurrence is unknown. There was no injury or clinical consequence to the pt reported. The MFR will conduct further investigation of this incident. A follow-up report will be provided on a conclusion of the investigation.

Event description:
Customer assistance center rec'd a call from the customer complaining that they are having display issues. Biomed tech states that one of their machines has a screen that goes blank but then reappears.